Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an ao60 lens was removed intraoperatively due to capsular bag tear noted during lens insertion. The incision was enlarged, the lens was removed, and a vitrectomy was performed. Another model lens was successfully implanted in the sulcus. The pt's current prognosis was described as great. Please reference MDR # 1119279-2013-00335 for the intraocular lens used during the event.